Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. There was no adverse impact on the customer's blood glucose level. The customer added insulin and reloaded the cartridge to resolve the issue.